Manufacturer narrative:
Per the user guide: always make sure that the correct time and date are set on your system. When editing time, always check that the am/pm setting is accurate. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was over 600 mg/dl; cause was not known. Correction bolus was delivered. Pump system check found the am/pm was reversed. Customer did not recall changing the time; however, reported it could have been related to use error. Tandem technical support assisted the customer with correcting the time.